Event description:
Inzii endocatch 10 mm bag was deployed via trocar port, during deployment of the bag, the [invalid]did not close properly, bag was pulled back through the trochar port unused and snagged on it's way out. Visual inspection was conducted on the bag owing to the unusual nature of the endocatch bag's removal. The bag was noted to be a little frayed, and one of the [invalid] appeared to be smaller than usual.